Manufacturer narrative:
One device was received for evaluation. Visual inspection found a non-OEM top case and battery, and a cracked bottom case. A 'check syringe flange sensor' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the loose optocoupler was the root cause. The optocoupler was reseated to address the issue. The device was cleaned, greased, and calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device exhibited a flagging message 'check syringe flange sensor'. The event occurred during boot up / stary up, there was no patient involvement.